Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 18mm in length, eccentric and 90% stenosed target lesion was located in the moderately calcified distal right coronary artery. A 3.5x20mm taxus liberte stent was advanced to treat the target lesion, but was unable to cross the lesion. There was no withdrawal resistance, however upon removal of the device stent damage was noted on the distal end. The procedure was completed with another 3.5x20mm taxus liberte stent resulting in 0% residual stenosis. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). Device is combination product. (B)(4). Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.